Event description:
It was reported that patient had poor near vision with inferior acuity (j7). Explant was performed on both eyes. There was no delay in treatment or other interventions performed. Right eye visual acuity (va) pre-operation and post-operation: 0.4 left eye visual acuity (va) pre-operation is 0.2 and post-operation is 0.3 no further information provided. This report is for the left eye. A separate report is being submitted for the other eye.

Manufacturer narrative:
Section a2, a4, a5: patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone: (B)(6) device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: june 17, 2024, section h3: evaluated by manufacturer: yes, device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half. The lens was cleaned and presented with no issues that would have caused or contributed to the complaint event. No further evaluation was performed. The complaint issue "poor near vision" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.